Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic following a vibratory alert. Upon interrogation the right atrial lead exhibited high impedance, also noted was inappropriate mode switch due to noise. The noise was not reproducible in clinic. The patient did not report any symptoms. No intervention was performed at this time and the patient would be followed with routine follow ups.